Event description:
The user facility reported that during reprocessing of the camera head following a diagnostic procedure, the image was observed to be flickering. There was no report of patient or user harm due to the event. The device was returned to the olympus service center for evaluation. Upon inspection and testing, the reported flickering image was not confirmed; however, no image was observed due to a damaged cable unit. This report is being submitted for the reportable malfunction found during the evaluation of the device.

Manufacturer narrative:
The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 21-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, no image due to a faulty cable. There was also a flickering image found; however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.